Event description:
Reporter indicated that a pt had high lead impedance readings with vns diagnostics testing at an office visit. The vns was disabled. No adverse events were reported. The pt was referred for x-rays and a surgical consult. X-rays were reviewed by the MFR and no obvious lead fractures were seen. The lead pin was fully inserted into the generator header, ruling out a pin insertion issue. Based on the x-ray review, the cause of the high lead impedance is likely a lead fracture. As the lead pin is fully inserted, a lead pin issue has been ruled out and a lead fracture appears more likely as a cause for the high lead impedance. It was later reported that the pt had died in a hotel room while traveling, likely due to a seizure. Attempts for the disposition of the vns devices (explanted or buried with the pt) are in progress. The cause of death is currently unk and will be reported via a separate MDR if the cause of death is undetermined and/or the relationship of the death to vns is unk.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected.